Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported prior to an unspecified procedure, the stent dislodged from the liberte' monorail stent delivery system. It is further reported that the physician noticed the detachment after an unspecified lesion was dilated with a balloon during the procedure, unaware that the stent was not entered into the patient. The stent remained in the sheath. No patient injuries or complications were reported. The procedure was successfully completed with another stent. Patient status is reported as 'ok'.